Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, the tip of two (2) screws broke off when used. The broken tip was retrieved and did not remain in patient¿s bone. No harm to patient or surgical delay was reported. This report is for one (1) titanium matrixneuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A product investigation was performed. The returned titanium matrixneuro screw (04.503.104) is part of the matrixneuro cranial plating system (dsuscmf04140015) intended for use in selective trauma of the midface and craniofacial skeleton. The returned screw was received with signs of use consistent with attempted insertion and removal, and screw¿s distal self-drilling tip is broken; approximately (0.60-0.80 mm; see below for drawing reference) and was not returned. The complaint condition is confirmed and further replication is inapplicable. The lot number for the returned screw was unavailable, therefore its date of manufacture could not be determined, and a DHR review could not be completed for it. Drawings 04_503_103 (revs a to b) were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material associated with drawing 04_503_103 (rev b) is tialnbri4.00. A material test was attempted with niton08; however due to the small size of the material an accurate measurement was unable to be obtained. Due to the small features of the returned screw, it is more likely that operational challenges contributed to the complaint condition, rather than a screw material deficiency. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dimensional check drawing: 04_503_103 (rev b), feature: length (l) 3.9 ± 0.1mm, measured (ca210p): 3.20mm, screw length does not conform to specifications based on the available information it is not possible to determine a definitive root cause for the complaint condition. A precaution does exist in the surgical technique guide to pre-drill in particularly dense / hard bone using 1.1mm drill bit and to not exceed 1,800 revolutions per minute (rpm) when using 5mm screws. Although the returned screw is a 4mm screw, if it was used on unusually dense bone, stress from the resulting forces could have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer added concomitant device. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: ti matrixneuro screw self-drilling 4mm (part # 04.503.104.01, lot # unknown, quantity 1).